Event description:
It was reported that during a coronary stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the average tortuous, calcified, 99% stenosed left anterior descending (lad) artery. The physician placed an express2 monorail 3.0 x 32 mm stent stent and inflated to 12 atms. The balloon was sticking to the stent. The physician inflated a second time to 14 atms and the balloon would not delfate successfully. It was inflated a third time to 16 atms and would not delfate successfully. The balloon was removed with force and the stent apeared to be "floating" on the blood vessel. The procedure was completed by inflating the stent with another balloon, achieving full deployment. No pt complications or injuries were reported. The pt's condition is reported as good.

Event description:
Add'l info received indicates that the lad was not tortuous. The vessel was pre dilated with a maverick2 2.5 x 20 mm balloon. The stent was inflated three times for a total of 30 seconds. The balloon was removed intact and deflated.